Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was not returned to zoll for evaluation. However, the console was serviced at the customer site. The review of the patient data and event log showed tcmid: 5.8.1 (cooling engine sensor low alarm) and tcmid: 5.8.2 (cooling engine sensor low alarm) error messages. The console was functionally and electrically tested and no issues were observed. In summary, the reported complaint of thermogard displaying error message was not confirmed during event log review. There were no device deficiencies found during evaluation of the console that could have caused or contributed to the reported complaint. The pump raceway assembly was cleaned and the console was successfully run for over one hours. Therefore, the exact root cause for the reported complaint of patient temperature or the t1 disconnected issue could not be determined. The patient temperature cables were replaced to reduce the probability of reoccurrence. The console passed all final functional and electrical testing. Customer site.

Event description:
It was reported that during patient therapy the thermogard xp ivtm console (s/n (B)(4)) would intermittently display the patient's temperature as well as "t1 disconnected" error message. The hospital's biomed evaluated the issue, checked the temperature probe and was unable to duplicate the issue. No patient sequelae reported. No additional information provided.